Manufacturer narrative:
Upon checking the log files the reported issue could be confirmed and retraced to problems with the ventilator motor which was replaced, consequently. Evaluation of the motor in the manufacturer's lab resulted in the finding that there were several positions where the motor did not provide mechanic power due to an abraded collector disc. Since the motor speed is being monitored continuously, the speed fluctuations result in a deviation between measured and expected piston position. To prevent from damages the system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. Manual ventilation and the monitoring functions remain available to the full extent. Dräger finally concludes that the device behaved as specified upon the malfunction of a single component; no patient consequences have been reported. The repair exchange has fully solved the device problem. Dräger finally concludes that the device behaved as specified upon the malfunction of a single component; no patient consequences have been reported. The repair exchange has fully solved the device problem. The motor is designed for a lifetime of 10 years at standard use conditions. The respective unit was produced in 2008. According to the logged operation hours the motor lasted for 97% of the expected service life calculation model which can be considered acceptable.

Event description:
Refer to initial MFR. Report #9611500-2017-00106.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that during a case, automatic ventilation stopped and the machine alarmed for 'vent fail'. The machine was swapped out and there was no patient injury reported.